Event description:
Vent oxygen source was turned on and customer heard a sound and could feel oxygen flowing from the back of the vent. He tried to turn it on and nothing happened. There was no pt involvement as they were doing setup and the vent was not connected to a pt.

Manufacturer narrative:
Device currently under evaluation. F/u report to be submitted after evaluation.